Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. Patient had one lesion treated during index procedure. One endeavor rx drug-eluting stent was implanted to proximal lad. It was reported that an mi occurred on same day as stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available.

Manufacturer narrative:
(B) (4). Results: mi.